Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been lost to follow up. Upon interrogation the implantable pulse generator (ipg) indicated it had reached elective replacement indicator (eri). Shortly thereafter the eri message disappeared and the battery status was indicating normal. It was determined that the early eri indication is part of a known programming issue with the ipg and that the step of interrogating the device had cleared the reset. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.